Event description:
It was reported that patient received inappropriate therapy due to noise. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two pieces. Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.